Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the 2-coil 23cm stylet would flicker between red and green in the tracking window and the system was intermittently tracking it. Prior to the procedure, the system was functioning as intended and had no tracking issues while using tracer probe. The 2-coil 23cm stylet was placed in the same breakout box (bob) port as the tracer probe. During surgery, almost immediately, as the instrument approached patient and moved into the electromagnetic (em field), the instrument displayed red on the system. The site changed the angle of the instrument and it kept flickering in and out (changing from red to green). Eventually, after changing the angle of approach again the instrument was finally able track stably in the system and the site moved forward with the procedure. The manufacturer representative (rep) reported that they did not try switching bob ports while the instrument was tracking intermittently. It was noted that the intermittent tracking only occurred with 2-coil 23cm stylet. Additional information was received. It was reported that the issue occurred intra-operatively during a parietal cyst fenestration. It was noted that the rep had to move any potential metal interferences as well as move the bob a few times for the stylet to be picked up for navigation. It caused about a 5 min delay. There was no impact on the patient outcome. Additional information was received. It was reported that the tracker and pointer were tracking intermittently, mostly red in color. The instruments only turned green when the rep was using a side emitter. The bob's "navigation" light emitting diode (led) was not illuminated. A second navigation system was used for troubleshooting. The second navigation system's bob leds were normal, but the initial complaint was also replicated on the second system. The rep removed her (metal) bracelet and tracking seemed to improve. Technical services (ts) also asked the rep to try a different surface; the rep tried a plastic surface and the tracking issue seemingly resolved. Ts reasoned there might have been metal interference in the environment, either from the table or other, but issue could also be with emitter.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825 ; product ID: 9735521, h3, h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.